Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot number was not provided. It is possible that over time interaction with the dense calcium resulted in the stent to stretch/elongate; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI number is not known as the part and lot number were not provided. D6: date of implant has been estimated.

Event description:
It was reported during a recent procedure that a previously implanted supera stent was noted be elongated 2-3mm at the site of dense calcium. The physician was treating another area; however, when there was no access the physician tried to obtain access from a different area and came across the supera. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.